Manufacturer narrative:
Four potential lot numbers were provided for this incident. The information for each lot number is as follows: medical device lot #: 7178867, medical device expiration date: 05/31/2022, device manufacture date: 07/06/201.7 medical device lot #: 7145710, medical device expiration date: 03/31/2022, device manufacture date: 06/08/2017. Medical device lot #: 7116686, medical device expiration date: 03/31/2022, device manufacture date: 05/08/2017. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while flushing a bd q-syte¿ luer access split-septum stand-alone device, the connector was found leaking saline at the junction of the syringe and the septum. There was no report of injury or medical intervention.

Manufacturer narrative:
Bd received (5) five sample units for evaluation. Upon examination, tears were observed on the top and bottom disks of the septum for all five returned units. A water leakage test showed no leakage in either the actuated or unactuated positions for five units. A device history record review showed no rejected inspection or quality issues during the production of the provided lot numbers that could have contributed to the reported defect of leakage. A definite source that contributed to the tears (top-bottom slits) could not be established. The damage is normally attributed to incorrect usage or excessive actuations. All lots: per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Set up and in process samples (including but not limited) for leakage, slit quality and bond/weld strength were performed throughout the process, all the inspections passed per specifications. No significant discoveries were found. Visual analysis: observations and testing: a total of 5 q-syte units and 6 packaging sleeves were received as follows: 7178867: 2 q-syte units were received, 1 unit was received within an open package and the other was received along with an open empty package. 7145710: 2 q-syte units were received, 1 unit was received within an open package and the other was received along with an open empty package also an additional empty open package was received. 7116686: an open empty package was received, no q-syte units were received. Unknown lot: 1 q-syte unit was received, no packaging or identifiable information was found. Visual/microscopic evaluation: 7178867: unit 1: the unit was extremely soiled with patient¿s residue throughout its components. No damage was observed on the slit or the top disk. No damage was observed on the column wall. Damage (tear) was observed on the bottom disk slit and a piece of septum material was missing from the slit (unit was disassembled after water/leak test). Water leak test (mm-110): attached the iso standard luer from the water leak test to the end of the q-syte unit, no leakage was observed on neither the actuated nor the un-actuated positions . Unit 2: the unit had traces of medicine on the septum top disk. Damage (tears) was observed on the slit of the septum top disk. No damage was observed on the column wall. Damage (tears) was observed on the slit of the septum bottom disk (unit was disassembled after water/leak test). Water leak test (mm-110): attached the iso standard luer from the water leak test to the end of the q-syte unit, no leakage was observed on neither the actuated nor the un-actuated positions 7145710; unit 1 damage (tear) was observed on the slit of the septum top disk. No damage was observed on the column wall. Damage (tears) was observed on the slit of the septum bottom disk (unit was disassembled after water/leak test) water leak test (mm-110).: attached the iso standard luer from the water leak test to the end of the q-syte unit, no leakage was observed on neither the actuated nor the un-actuated positions unit 2: the unit was extremely soiled with patient¿s residue throughout its components. Damage (tears) was observed on the slit of the septum top disk. No damage was observed on the column wall. Damage (tear) was observed on the bottom disk slit and a piece of septum material was missing from the slit (unit was disassembled after water/leak test). Unknown lot: unit 1: the unit was extremely soiled with patient¿s residue throughout its components. No damage was observed on the septums top disk-slit. No damage was observed on the column wall. Damage (tear) was observed on the slit of the septum bottom disk (unit was disassembled after water/leak test). Investigation samples(s) meet manufacturing specifications: no. Found damage on the septum (top-bottom disks) of the units received. Conclusions: no leakage was observed on neither the actuated not the un-actuated positions. The failure experienced by the customer could not be confirmed. Conclusion: root cause. Relationship of device to the reported incident: indeterminate. A definite source that contributed to the tears (top-bottom slits) could not be established. The damage is normally attributed to incorrect usage or excessive actuations. An exact origin of the failure experienced by the customer could not be determined, traces of blood throughout the unit could be a sign of blockage and therefore a contributive factor for leakage. Comment: an instruction pamphlet is provided with q-syte product. This information documents the potential failure modes of this device if not used properly. Corrections and CAPA: corrective action project / CAPA (#): a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Other action taken: q-syte product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators to ensure process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.